Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. (B)(4).

Event description:
It was reported that the craniotome attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device bearing was damaged, the cutter device was stuck in the device, the laser was fading and the leg was drilled into. The device also failed pretest for visual and cutter insertion assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.